Manufacturer narrative:
Conclusion statement: the reported event of high impedances was confirmed. As received, visual inspection showed the returned lead found some wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead had high impedances. Surgical intervention was undertaken, and the lead was explanted and replaced.